Manufacturer narrative:
The reported event of backup operation and inductive telemetry anomaly was confirmed. The reported event of cardiac stimulation could not be confirmed. However, it is possible that the device was behaving erratically while in its initial failure state, which was inadvertently lost during the analysis. After the device was restored from the backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that the patient presented in clinic due to an arrhythmia causing discomfort. Device interrogation revealed failure to interrogate, back up operation, and extra cardiac stimulation on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.